Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that on (B)(6)2023 at 1400, the syringe modules that were infusing fentanyl and midazolam "stopped working" and "channel disconnected" message appeared. The devices reportedly "completely turned off and did not turn back on." The devices were then "connected back to power and no change." The whole system was changed, and all drugs changed over. There was patient involvement and no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on 19 december 2023 at 1400, the syringe modules that were infusing fentanyl and midazolam "stopped working" and "channel disconnected" message appeared. The devices reportedly "completely turned off and did not turn back on." The devices were then "connected back to power and no change." The whole system was changed, and all drugs changed over. There was patient involvement and no harm.